Manufacturer narrative:
This is the same event as 3010536692-2014-01538. This report will be updated when investigation is complete.

Event description:
Allegedly, patient revised due to trouble walking, bad infection, and spinal discomfort. (Left)

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.